Manufacturer narrative:
The investigation found high qc and calibration issues since (B)(6) 2021. The field service engineer (fse) performed maintenance, replaced various worn and broken parts, and decontaminated and adjusted various components. The fse performed verification tests. All tests met acceptance criteria. The customer confirmed that the instrument is working well. The service actions resolved the issue.

Event description:
There was a complaint of a questionable creatinine plus ver.2 result for 1 patient tested with a cobas 8000 c701 module. The questionable result was reported outside the laboratory. The patient¿s initial result was 1.32 mg/dl; the first repeat on (B)(6) 2021 was 0.29 mg/dl accompanied by a data flag, the second repeat on (B)(6) 2021 was 0.28 mg/dl accompanied by a data flag. The creatinine plus ver.2 used was lot 591139 and had an expiration date of 31-aug-2022.